Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 1. Brand name . Additional information was requested, and the following was obtained: 1. Where was the surgicel used (on what tissue)? Pan dissection was performed, and surgicel powder was used at the bleeding site. 2. What is physician¿s opinion as to the cause of this event? Physician¿s opinion: it has not been determined whether the abscess was caused by the product involved. 3. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? => physician¿s opinion: it has not been determined whether the abscess was caused by the product involved. 4. What is the patient¿s current status? The patient is recovered and discharged. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? We can't get this information. 3. Was there any intraoperative concurrent use of other products? =>we can't get this information. 4. What is the lot number? =>we can't get this information. 5. What was the onset date of the symptoms of fever and inflammation? =>we can't get this information. 6. Were cultures performed? If yes, results? =>we can't get this information. 7. What antibiotics were used for the patient¿s abscess? =>we can't get this information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open oophorectomy and pan dissection on an unknown date and 3 grams of an absorbable hemostat was used at the bleeding site. After confirming the hemostasis was completed, there was cleaned and closed. After the surgery, it was confirmed that the patient had fever and inflammation. It was found that an abscess had formed, and the abdomen was opened, and the abscess drain was placed. The patient is recovered and discharged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the amount used was 3 grams. -cleaning has been performed. -hemostasis is performed during the surgery. -the background of abscess detection in the results of tests from fever and inflammation. -it has not been determined whether the abscess was caused by the product involved. -the physician has a history of surgicel powder use. -the patient is female, otherwise age, primary disease, history, and has any allergies or not are unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. Where was the surgicel used (on what tissue)? 6. What was the onset date of the symptoms of fever and inflammation? 7. Were cultures performed? If yes, results? 8. What antibiotics were used for the patient¿s abscess? 9. What is physician¿s opinion as to the cause of this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? 11. What is the patient¿s current status?